Manufacturer narrative:
The complaint description states that intraoperatively it had not been possible to connect epiphysis and stem. Another epiphysis was available and used without issues. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It states that intraoperatively it had not been possible to connect epiphysis and stem. Another epiphysis was available and used without issues.

Manufacturer narrative:
The complaint description states that intraoperatively it had not been possible to connect epiphysis and stem. Another epiphysis was available and used without issues. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.